Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the during a routine shift check by a clinician, the device delivered 1 joule when 30 joules was selected. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's ECG board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.